Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation . It was reported that the reason for call was pt needed to know their MRI compatibility. While pt was describing their need for an MRI, pt stated that about 13 years ago they turned off their stimulation because when they were undergoing radiation their stimulation would really bother the nerves in their right leg unless they turned their stimulation off. Pt stated that after their radiation they had to have their leg amputated and kept their stimulation turned off due to their "hyper sensitive nerve bundle" at the end of their "stump". Pt mentioned they could feel the stimulation below their right knee before their leg was amputated when their stimulation was on. Pt stated their surgeon was concerned the pt would be "in a continuous loop" because the nerves are "hyper sensitive" and the pt would not be able to wear a prosthetic if the stimulation was turned on. Reviewed MRI compatibility. Pt inquired about removing their system to have full body mris. Pt stated they thought they were full body MRI eligible and had 20 mris from their chest down in the last 8 years. Pt confirmed they have not had issues with heat and that they turned their device off 9 years ago. The patient was redirected to their healthcare provider to further address the issue. Pt stated they do not have a managing hcp for their device, but they will follow-up with their hcp at mass general. Pt declined to be transferred to drs to update information and be sent a new card. Pt stated they do not want a new card.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.